Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure on (B)(6) 2025, the patient was re-admitted to the hospital on (B)(6) 2025 for an endoscopic retrograde cholangiopancreatography (ercp). The clip placed during the initial procedure fell off resulting in a duct stump leak. No re-operation occurred. The patient was medically managed and discharged after the ercp. During the initial procedure the surgeon placed 3 clips on the duct. One for the specimen side and two for the patient side. The duct was then transected with the monopolar cautery hook instrument. No issues were reported by the customer during the procedure. The initial procedure was completed robotically.